Manufacturer narrative:
The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with an intraocular lens (iol) in the right eye is complaining of difficulty driving at night and reading road signs and halos on post-operative day 7. Daily activities significantly affected. Vision pre-operative (op): 20/30 and vision post-op 20/40. It was initially reported that the lens was partially inserted, but patient is forecasted for a planned explant. The patient status was reported as temporarily impaired. Through follow-up, it was clarified that the lens was fully implanted and that the explant was performed in a secondary procedure. The lens was discarded. It was clarified that the patient's daily activity they could not perform was driving. The medication prescribed was standard of care drops after surgery. There was no vitrectomy, incision enlargement, or sutures required and no delay in procedure reported. Another johnson & johnson lens, model zxr00 25.5 diopter was successfully implanted as a replacement. No other information was provided.